Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse completed testing of the universal surgical manipulators (usm's) in various positions and was unable to replicate the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the site¿s system logs revealed no system related errors.

Event description:
It was reported that during a da vinci-assisted left pulmonary wedge resection surgical procedure, the universal surgical manipulator (usm) 3 moved unexpectedly, causing an injury to the pulmonary artery (pa). The long bipolar forceps was engaged in usm 3. During dissection of the pa the movement of the usm occurred causing the injury to the pa branch leading to 7l of blood loss and the patient requiring multiple blood transfusions. The patient blood volume was replaced twice due to the resuscitation efforts during the bleeding. There were no internal or external collisions with any of the usm or instruments. The procedure was converted to thoracotomy, the pa injury was repaired. The patient is recovering well.